Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported w hen they recharge their recharger and implant get so hot it leaves a bruise. It was reported that when they do not recharge the implant does not get hot. It was reported that it happened in (B)(6) 2018 and again in (B)(6) 2019 so the patient had not recharged their implant since. No further complications reported/anticipated.